Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson-white (wpw) ablation procedure with a thermocool smarttouch sf (stsf). After gaining transseptal access, when they were about to place the stsf catheter back into the patient's body, while attempting to flush the catheter, it was noticed that the catheter was not irrigating properly. The reporter stated that the physician believed the catheter tip may have been occluded by something, as it was not irrigating at all. The catheter was force-flushed with a syringe, and the irrigation had improved. The stsf catheter was then replaced, and the irrigation issue was fully resolved, and the procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson-white (wpw) ablation procedure with a thermocool smarttouch sf (stsf). After gaining transseptal access, when they were about to place the stsf catheter back into the patient's body, while attempting to flush the catheter, it was noticed that the catheter was not irrigating properly. The reporter stated that the physician believed the catheter tip may have been occluded by something, as it was not irrigating at all. The catheter was force-flushed with a syringe, and the irrigation had improved. The stsf catheter was then replaced, and the irrigation issue was fully resolved, and the procedure continued. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found occluded with reddish material. A manufacturing record evaluation was performed for the finished device number lot 31390946l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The occlusion could be related to the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).